Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the low voltage 4 conductor developed a fracture due to flexing while in vivo. The guidewire was broken. The low voltage 4 conductor was obstructed due to a guidewire stuck in the lumen. The analyst noted it's likely that the guidewire was broke and stuck inside the coil lumen during implant. Due to flexing or movement overtime in the body, the guidewire and the lead coil were against with each other¿s and fracture was occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead exhibited high threshold and high impedance on all vectors of a particular electrode. It was noted when the lead was reprogrammed to another vector low impedance was observed. The lead was explanted and replaced. Upon explant it was discovered that the guidewire broke off inside the lead at the original implant. It was thought that this most likely contributed to the lead malfunction.

Manufacturer narrative:
Correction: regulatory report 2649622-2019-16120. G3: date is (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported not feeling well the day before. It was noted on that day that there was a lead impedance alert on the left ventricular (lv) lead for low (zero) impedance measurements on the lv3 to lv4 vector. An additional low (zero) impedance measure was also noted in the device memory in the prior month. Occasional high capture thresholds have also been noted on the lead. The lv lead remains in use. No patient complications have been reported as a result of this event.